Event description:
Customer reported a failure code 703. No patient injuries associated with this report no incident reports filed customer did not have information whether incident occurred during patient infusion.